Manufacturer narrative:
B5; additional information: per the physician, the cause of the reported events was multifactorial. In addition, elevated blood pressure contributed to instability of the occlusion balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent  endovascular treatment of a ruptured aaa. A reliant balloon and sentrant sheath were also used during the procedure.  It was reported that during the procedure, the patient required a occlusive balloon to maintain hemodynamic stability. It was said the reliant balloon with support of the sentrant was displaced distally likely causing embolus to move off and lodge distal in the patients  foot.  Attempts were made to save the patients foot but proved unsuccessful  and the patient underwent an amputation on a date post the evar procedure. It was reported approximately 1-2 weeks post the index procedure the patient also suffered lower body paralysis and the physician thought the embolus also blocked a spinal artery causing the paralysis. The physician said the paralysis is extremely rare and not easily explained.  The physicians discussed updating their ruptured evar protocol and will use a 16/28 sentrant first and insert the long 12 through the 16fr for better support.  Per the physician the cause of the event was anatomy and  a shaggy aorta. It is unknown if the paralysis is related to the endurant stent graft. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.